Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the hemostasis sheath, carrier tube, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube and hemostasis sheath were returned fully mated and in the fully rear locked position. The internal components were deployed, and the suture, collagen, and tamper tube were deployed from the device. The collagen was found to have been tamped and the anchor had been detached. The clear stop indicator was visible, and the black compaction marker was concealed within the tamper tube. However, the tamper tube was advanced forward to the collagen, and it was found that the black compaction marker was fully revealed at this position. No other damage or issues were identified. The complaint was confirmed for an anchor detachment. The exact root cause cannot be determined. The likely cause was determined to have been excess tamping resulting in anchor detachment. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the doctor complied with the instructions for use (IFU). The procedure was executed correctly, starting with a puncture of the left femoral artery. A 6f terumo sheath was used, followed by a diagnostic angiogram. Post-angiogram, the decision was made to deploy an angio-seal. Despite significant calcification, the angi-seal 6f was chosen. The guide wire and sheath were placed and removed without issues. The angio-seal sheath, with the dilator, was advanced with rotation to release the anchor and collagen. The carrier system clicked into place, and upon retraction, the second click was heard, indicating the white markers were aligned. The system was then withdrawn to position the anchor, and the green tubes were advanced under tension to secure the collagen. However, the anchor was not visible upon removal, suggesting it may have remained in the vessel. Hemostasis was achieved through manual compression without hematoma or complications, and no patient harm occurred. No secondary hemorrhage was noted. Subsequent ultrasound revealed no anchor or embolization. The procedure performed was an angiogram using a 6f sheath. A pre-deployment angiogram was conducted, and hemostasis was achieved via manual compression. The estimated blood loss was none, the patient remained stable, and no additional medical products were used with the angio-seal.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: the device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.